Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
No picture or samples have been received. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured in december 2020 in amount (B)(4) pieces. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. The correct raw material was used during lot production. No nonconformity had been registered during the production process of the mentioned lot. We produced (B)(4) lots of this product sap 1713716. A query was run against erp material 1713716 malfunction code uca-pmc07.02 catheter shaft, balloon, tip or eyelets too rough, or too sharp on (B)(6) 2021 which yielded in four occurrence from november 2016 - (B)(4). All complaints were received from the same customer. The issue is considered as isolated. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
Device 1 of 1. Contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product end user that the "catheters have sharp eyelets". The end user reports that while removing the catheter he sees "pieces of tissue" and notes "bleeding", the bleeding is noted to ooze for up to an hour after catheterizing. He states this issue is ongoing but was worse before 3 months ago when he had urethral dilation and has experienced this issue while trailing other brands of catheters as well. The end user did not require hospitalization, he continues to use the product. He catheterizes three times daily to keep the urinary strictures "more open". The end user reports no treatment for the bleeding from his health care provider. He states that his physician dilated the urethra to a 20 french size 5-6 weeks ago but the consumer feels like it is already closing up. He further states that he was recently sampled some 16 french catheters which feel much more comfortable. However, he states in the past when he has spoken to his physician about using a smaller french size, the physician has been adamant about using the 18 french. He states that since the last case, he has contacted his physician to explore other options but the physician's office has not called him back. Customer states the physician would like him to have a urinary diversion due to the severity of the stricture but he declines at this time. No photographs received from the complainant depicting the reported complaint issue.